Manufacturer narrative:
During the onsite investigation, the territory manager (tm) confirmed the problem regarding the tracking issues. The tm replaced the cet board to address the problem with acquiring the actual patient's eye, as there were no problems in the system acquiring a target during calibration tests. The root cause was a faulty cet board (eyetracker circuit board). (B)(4).

Event description:
A technician reported intermittent tracker operation. During follow up communication, technician informed that there were no outcome issues with any patient that had tracking difficulty. The tracker never lost track and the problem was the difficulty getting the initial track acquired. The time spent acquiring track with the patient was momentary. There was no patient impact reported.